Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure implants: wire fragments"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 867691 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives from 2008 to may 2010 and coumadin. Concurrent conditions included fibrosis, inflammation, endometriosis and pulmonary embolism. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2007 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menstrual disorder ("period is not normal/passes a lot clots with period") and dysmenorrhoea ("pain with period gets worse every month / pain goes from stomach down legs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, surgery ((surgical removal of coil(s) ¿ removal of right & left essure inserts)), surgery ((surgical removal of coil(s) ¿ removal of right & left essure inserts) and surgery (ablation and resection of endometriotic lesions of the peritoneum.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menstrual disorder, dysmenorrhoea and headache outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and migraine had resolved. The reporter considered device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she initially reported she was really having complications. Her period was not normal and pain with period was worsening every month. The pain goes from stomach down legs. She stated the pain was not something anyone wants to go through. She was also passing a lot clots with period and her doctor said that was normal they could not help her. Following placement protocol,the micro insert was released into the right tube with approximately five coils visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Peritoneal biopsies - microscopic description : specimen 1: received in 10% formalin and labeled "peritoneal biopsies' appearance: pale tan tissue fragment x 2 sections: totally submitted in one cassette specimen 2: received in 10% formalin and labeled " essure implants¿ appearance : in one container h lere are 4 small spiral pieces of wife measuring up to 2.5cm in length and 0.1 cm in diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device breakage. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure implants: wire fragments"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 867691 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives from 2008 to may 2010 and coumadin. Concurrent conditions included fibrosis, inflammation, endometriosis and pulmonary embolism. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2007 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menstrual disorder ("period is not normal/passes a lot clots with period") and dysmenorrhoea ("pain with period gets worse every month / pain goes from stomach down legs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, surgery ((surgical removal of coil(s) ¿ removal of right & left essure inserts)), surgery ((surgical removal of coil(s) ¿ removal of right & left essure inserts) and surgery (ablation and resection of endometriotic lesions of the peritoneum.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menstrual disorder, dysmenorrhoea and headache outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and migraine had resolved. The reporter considered device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she initially reported she was really having complications. Her period was not normal and pain with period was worsening every month. The pain goes from stomach down legs. She stated the pain was not something anyone wants to go through. She was also passing a lot clots with period and her doctor said that was normal they could not help her. Following placement protocol,the micro insert was released into the right tube with approximately five coils visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion peritoneal biopsies - microscopic description : specimen 1: received in 10% formalin and labeled "peritoneal biopsies' appearance: pale tan tissue fragment x 2 sections: totally submitted in one cassette specimen 2: received in 10% formalin and labeled " essure implants¿ appearance : in one container h lere are 4 small spiral pieces of wife measuring up to 2.5cm in length and 0.1 cm in diameter concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure implants: wire fragments"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6)-year-old female patient who had essure (batch no. 867691) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives from 2008 to (B)(6) 2010. Concurrent conditions included fibrosis, inflammation and endometriosis. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2007 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menstrual disorder ("period is not normal/passes a lot clots with period") and dysmenorrhoea ("pain with period gets worse every month / pain goes from stomach down legs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, surgery ((surgical removal of coil(s) ¿ removal of right & left essure inserts)), surgery ((surgical removal of coil(s) ¿ removal of right & left essure inserts) and surgery (ablation and resection of endometriotic lesions of the peritoneum.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menstrual disorder, dysmenorrhoea and headache outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge and migraine had resolved. The reporter considered device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she initially reported she was really having complications. Her period was not normal and pain with period was worsening every month. The pain goes from stomach down legs. She stated the pain was not something anyone wants to go through. She was also passing a lot clots with period and her doctor said that was normal they could not help her. Following placement protocol,the micro insert was released into the right tube with approximately five coils visible into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion peritoneal biopsies - microscopic description : specimen 1: received in 10% formalin and labeled "peritoneal biopsies' appearance: pale tan tissue fragment x 2 sections: totally submitted in one cassette specimen 2: received in 10% formalin and labeled " essure implants¿ appearance : in one container h lere are 4 small spiral pieces of wife measuring up to 2.5cm in length and 0.1 cm in diameter concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device breakage most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received, lot number added, historical drug added,lab data added,concomitant condition added, events added as follows:- genital hemorrhage, vaginal haemorrhage, vaginal discharge, migraine,headache, device breakage incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure (batch no. Not available) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced menstrual disorder ("period is not normal/passes a lot clots with period") and dysmenorrhoea ("pain with period gets worse every month / pain goes from stomach down legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with ibuprofen and surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she initially reported she was really having complications. Her period was not normal and pain with period was worsening every month. The pain goes from stomach down legs. She stated the pain was not something anyone wants to go through. She was also passing a lot clots with period and her doctor said that was normal they could not help her. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2017: new event 'excessive and abnormal bleeding during menstruation' and 'chronic pelvic pain' were added. Product stop date was added. Surgical intervention was added.. Action taken with drug was updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.